Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 231, which was not reproduced. The reported symptom was confirmed through a review of the event history log, presenting the possibility of an interruption of infusion. No failing component could be identified, and the pump was found to be operating as designed.

Event description:
It was reported that a spectrum pump displayed system error 231 in the oncology care area. Any patient involvement, injury or medical intervention is unknown.